Event description:
It was reported that device entrapment occurred. The target lesion was located in a calcified vessel. The opticross catheter was advanced for ultrasound examination of the target lesion. When the catheter was being returned, it became stuck in the lesion. The device was able to be completely removed by pushing and pulling. There was no device separation. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
(B)(4).